Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v243045, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported a return of symptoms/ no symptom control that was occurring daily. The patient went to the bathroom all the time. It was indicated the implantable neurostimulator (ins) had not worked for a very long time. The patient had not remembered how to use the programmer and the family did not know much about the therapy. It was indicated the caller would have to replace the batteries in the programmer. The patient's indication for use was urinary dysfunction/sacral nerve stimulation. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Event description:
Additional information from theconsumer&#38112;family member reported that the current physician at the facility the patient was at did not feel any action should be taken regarding the interstim device as the patient was not expected to recover. There had been no action taken since the first report.